Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports two separate occasions in the last two weeks of the single use distal cover coming off during procedures using an evis exera iii duodenovideoscope and a single use distal cover. The distal cover that protects the tip of the duodenoscope came off after the completion of the procedures and was discovered when the scope was pulled out. On one occasion, the cap was dislodged in the oral cavity and could be removed with forceps, on the other occasion it fell off in the stomach and had to be fished out with a gastroscope. No injuries were detected during the incidents. No further consequences to the patients were reported. Case with patient identifier (B)(6) reports the maj-2315 used in procedure one of two (retrieved with forceps). Case with patient identifier (B)(6) reports the tjf-q190v used in procedure one of two (retrieved with forceps). Case with patient identifier (B)(6) reports the maj-2315 used in procedure two of two (fished out with gastroscope). Case with patient identifier (B)(6) reports the tjf-q190v used in procedure two of two (fished out with gastroscope).

Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Replication testing was conducted with a lot on hand, and it was confirmed the distal cover is not likely to come off the scope when it has been attached properly according to the instructions for use. The definitive cause of the reported event could not be identified cause analysis: -it is unknown whether the recovered cover was damaged or not. -the customer does not use anti-fog. -other chemicals use xylocaine. -it is unknown whether the cover was damaged before use. -the customer did not twist the cover before use to confirm that it would not come off the scope. In addition, since the actual product has not been returned, we have not been able to confirm it, and we have not been able to identify a clear cause. The following are presumed to be the cause of the tip cover falling off. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Event description:
Additional information was received from the olympus representative. The cap was taken out of the oral cavity with magill forceps by an anesthetist and was demolished, therefore there was never an opportunity to inspect to the cap. The user did not apply anti-fog to the scope. It was possible xylocaingel 2% was used during the procedure that could adhere to the tip of the scope or the distal sheath. The user did not confirm that the shield was not damaged after attaching the distal shield to the scope. The olympus representative received feedback in the case about which specific parts of the cap were important to check before putting the cap on. The user pressed, not screwed, the distal guard to the scope from top to bottom. The facility was not aware of sucking and reversing at the same time with that type of cap.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to b5, g2, h4 and h6. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Complaint history review: a similar complaint from another facility was patient identifier (B)(6). There was no similar complaint at the same facility. The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus. Also, contacted olympus when the reported events occurred for support regarding device handling. The facility carefully reviews and follows the instruction manual. The facility educates and provides internal training to its personnel about handling methods. The facility inspects the distal cover prior/after attachment. The facility is gentle and uses care when attaching the distal cover. The endoscopy department stores the distal covers in their original packaging in a cabinet located on the unit. However, occasionally endoscopic retrograde cholangiopancreatography procedures (ercp) are performed outside of the endoscopy department, such as in the operating room (or). In those cases, a few distal covers are stored on a trolley in the operating room. Although the facility was unable to confirm what chemicals were used when the distal cover detached, the following chemicals/solutions may have been used: xylocain gel (2%,), minifom, buscopan, omnipaque contrast, glidslem lubricant, and/or sterile water. While using the old design of the distal cover, a crack was observed when attaching the distal cover to the endoscope. When the cover was observed to be cracked, the customer obtained a new cover. There was no patient/procedure impact reported. It is unknown how many times the facility experienced this issue while using the old design of the device. This supplemental report includes a correction to h7 and h9 to provide information that was inadvertently not included in the previous submissions.